Event description:
The pt reports undergoing cataract surgery with implantation of the crystalens hd in the left eye. Post-operatively the pt reports significant vision distortion. Add'l info has been requested.